Event description:
It was reported that the right ventricular (rv) lead was observed on electrocardiogram with potential loss of capture during removal of the patient¿s arm from a sling, but they were unable to reproduce the issue. The lead remains in use. No patient complications have been reported as a result of this event.